Event description:
It was reported " difficult withdrawal of the central lumen guidewire prior to placement, balloon spreading during placement, and inability of the guidewire to enter the central lumen". Additional information states that a second catheter was inserted. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Please see associated MDR#: 3010532612-2024-00850. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned within a cardboard box and was in a sealed ziploc bag. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was noted tethered to the short driveline tubing. The stylet was noted fully inserted within the iabc central lumen. The iabc bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 28.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the iabc bladder/helium pathway near the iabc distal tip. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The stylet was removed from the iabc central lumen with minimal force due to the previously noted bent central lumen. Upon removal of the stylet, dried blood was noted on the stylet, which indicates that the user reinserted the stylet within the iabc central lumen. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood specks were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted approximately 2.3cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 29cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "inability of the guidewire to enter the central lumen" is confirmed. The intra-aortic balloon catheter (iabc) was returned with a bend to the central lumen and resistance was noted upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " difficult withdrawal of the central lumen guidewire prior to placement, balloon spreading during placement, and inability of the guidewire to enter the central lumen". Additional information states that a second catheter was inserted. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".